Event description:
It was reported by service report that the motion interrupt pan was missing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan.